Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned device was attached to an encore inflation unit and positive pressure was applied. A pinhole leak was identified at the proximal end of the proximal markerband. The proximal markerband was microscopically inspected and no sharp edges were noted. Slight bunching/damage was observed on the balloon section of the shaft just proximal from the proximal markerband. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07242. Reportable based on device analysis completed on 29-jun-2017. It was reported that balloon leakage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. Two 5.5-4/4t/90mm symmetry balloon catheter were selected to dilate the lesion. The first symmetry balloon catheter failed to expand properly during initial inflation. The device was removed and when it was checked outside the patient's body, it was noted that there was a leakage of contrast media in the balloon. Another symmetry balloon catheter was advanced for dilation. However, the transend guide wire had difficulty crossing inside the guidewire lumen of the symmetry balloon catheter even though flushing was performed with saline. The device was completely removed from the patient and the procedure was completed with another symmetry balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.